Event description:
It was reported that the pump lost power.

Manufacturer narrative:
The pump was not returned to animas for investigation. If the pump is returned to animas, an investigation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.